Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. According to the surgeon, the infection was caused by incomplete sternum closure and not by the sternalock blue plates and screws. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #0001032347-2016-00312.

Event description:
It is reported that sternalock blu plates and screws were implanted into the patient, but they were removed on (B)(6) 2016 due to infection. According to the surgeon, the infection was caused by incomplete sternum closure and not by the sternalock blue plates and screws. The patient will be monitored by the surgeon and re-plated when the patient is clear of infection.

Manufacturer narrative:
Though the product was not returned, an evaluation was completed. According to the evaluation, as there was a revision due to infection, the complaint is considered confirmed. The most likely underlying cause of the complaint could not be determined as the cause of the infection could not be determined. According to the evaluation, there are no indications of manufacturing defects. This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #0001032347-2016-00312-1.